Manufacturer narrative:
Block d2b: lgw, qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-50, serial number: (B)(6), batch/lot number: (B)(6), model/catalog description: infinion cx lead kit, 50cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1432, serial number: (B)(6), batch/lot number: (B)(6), model/catalog description: wavewriter alpha prime 32 ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief. Imaging confirmed that the leads migrated. The patient underwent spinal cord stimulation (scs) replacement procedure. They will not be returned as the hospital disposed of them per their policy. Patient is doing well postoperatively.